Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) stated when attempting to recirculate the line, the operator flipped the dialyzer for the red to be up for dialysate to fill up the dialyzer, then flipped it again for the blue to be up. It was then noted of red color at red the hanson line. This happened within two minutes of the treatment. Upon follow-up, the rn confirmed the reported event and stated an internal dialyzer blood leak occurred two minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was visually observed and in the red hansen line. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The fibers were wet and blood was noted throughout the dialyzer, as well as on the outside of the fibers (indicative of an internal blood leak). During the gross visual examination of the returned sample, a delamination in the polyurethane (pu) was noted on the cavity ID end. The delamination extended from approximately 320° to 30°, with the ports at 0°. Further visual examination did not identify any other damage or irregularities on the returned sample. A lot history review was performed. There were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) stated when attempting to recirculate the line, the operator flipped the dialyzer for the red to be up for dialysate to fill up the dialyzer, then flipped it again for the blue to be up. It was then noted of red color at red the hanson line. This happened within two minutes of the treatment. Upon follow-up, the rn confirmed the reported event and stated an internal dialyzer blood leak occurred two minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was visually observed and in the red hansen line. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 100 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.